Event description:
The manufacturer received information alleging a ventilator was not working. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's software was upgraded to address the issue.